Event description:
A (B)(6), male, pt's wife, contacted zoll customer support to report a service code 204. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. The cause for the service code 204 is an intermittent connection in the cable running from the distribution node (dn) to ECG electrodes c and d. The root cause for the damaged cable cannot be positively identified but is likely a result of excessive force placed on the cable. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.